Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. Taper insert and head were returned and evaluated. Visual examination of the returned product identified the taper insert and head were still assembled. Etch b, 48mm and lot# were confirmed on the returned head. Etch +3 is visible on the taper insert; however, item # and lot# are unknown for the returned associated taper insert. The head had nicks and scratches around the outer diameter. The adapter had gulling/wear marks within the internal taper and nicks and scratches on the top outside tapered surface. No other damage was noted during visual evaluation. Head measurements were found to be within product limits. Unable to perform a compatibility check as insufficient information was provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: it was evident that there was trunnionosis or blackening of the neck of the femur and within the head taper junction suggesting this was the source of the elevated cobalt and chromium ions. Therefore, the metal-on-metal portion was not the problem, but it was the taper neck junction with a large head on the titanium stem. A definitive root cause cannot be determined. This complaint was confirmed via the medical records provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure 13 years post implantation due to pain and elevated metal ion levels. During the revision, the surgeon noted trunnionosis from the taper neck junction. Only the head was replaced. A dual mobility was placed on the cleaned trunnion, and the procedure was completed without complications. There is no additional information available at the time of this report.